Event description:
On a very critical infant, 2 separate peripheral arterial lines clotted off, which is very unusual. It was discovered that the IV pump was flattening the tube down and lots of air was being discovered. Both arterial lines had to be discontinued. Because of this pump, the infant suffered unnecessary lavasive procedure (artrial line had to be re-stated). Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.